Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that the customer experienced hyperglycemia. The customer's blood glucose was 400 mg/dl at the time of the incident. The customer did not mention how they treated for high blood glucose. The customer reported having to go to the emergency room because he was having retina problems. The customer did not mention any symptoms. It was unknown if auto mode was active during incident. The insulin pump will not be returned for analysis.